Event description:
It was reported that device reset mode was observed on the device. Patient was bought into clinic and programming changes were made and device reset was completed successfully. No further information available.